Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, cracked display window corners, scratched/worn screen, and moisture damage on the lcd board. The device had normal operating currents.

Event description:
It was reported that the customer's insulin pump probably was dropped on the floor, and the drive support cap was loose. No further information was provided.